Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia with a peak glucose of 484 mg/dl sustained for several hours, felt weak, and noted no visible issues with the infusion set or device alerts; the agent advised replacing all infusion supplies and resuming insulin delivery, and subsequent fingerstick measured 428 mg/dl with ilet reading 390 mg/dl, trending down to 280 mg/dl, with the device problem and component not further specified due to insufficient information. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.